Manufacturer narrative:
+An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse noticed that at initial boot sequence no fault occurred. Fse removed boom cover and investigated acp4 connections. Fse noticed no connections were loose or causing faults on the system. Fse reseated rear boom cover and tightened cover. Fse later returned to the site and was able to copy all files and perform a functionality test, no issues were found. Fse then rolled patient side cart (psc) to operating room (or) 4 with matching system and powered the system up in normal mode four times and exercise psc¿s boom and op, no errors occurred at any given time. Fse was not able to duplicate errors. Fse left each matching carts with their respective systems in their designated or's. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the robot encountered a recoverable 32101 error. The customer first attempted to clear the issue by retrying, performing a hard power cycle, and confirming the relevant connections were properly seated, but the error persisted. Technical support then reviewed the system logs and confirmed repeated 32101 events that pointed to the referenced circuit board, and also verified with the caller that no damage was observed at the rear of the boom. The robot remained unusable and the site proceeded with a system swap to continue the procedure. The customer reported event has no report of patient injury.